Manufacturer narrative:
Per the clinic, reprograming attempts were made to resolve the loss of electrode function; however, the issue could not be resolved. The patient was also treated with oral antibiotics (specific date and duration not reported) prior to the explantation device analysis report attached.

Event description:
Per the clinic, the patient experienced deterioration in hearing, performance decrement, loss of electrode function, an extrusion of electrode and developed an infection. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.